Event description:
This lead was implanted on (B)(6) 2007 and was exp I anted on (B)(6) 2013 due to infection. The physician was dr. (B)(6) in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).